Event description:
The customer reported the system displayed error code messages. No report of patient injury.

Event description:
Reporter alleged obtaining the results of 430 mg/dl, 417 mg/dl and 200 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.